Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was damaged as the port appeared to be bent. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support.